Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported oxygen device failed. There was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 05jul2019, date of report : 07aug2019. The manufacturer¿s field service engineer (fse) confirmed the reported oxygen device failed issue. After a test run, fse reported the device error could not be duplicated. Functional tests were performed and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.